Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2014-12424. It was reported the patient may have suffered a cerebrospinal fluid leak during a lead implantation for a trial procedure on (B)(6) 2014. The patient reported having a headache the evening of the procedure. The patient reported the headache was mostly resolved the following evening.